Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room and also admitted to hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 516 mg/dl around 11 am and also allege under delivery on insulin pump. The customer¿s sensor glucose value was 300 mg/dl and blood glucose value was 500 mg/dl all the night. The customer kept testing blood glucose readings and it was 560 mg/dl. The customer boluses, gave manual injection and also changed insulin pump site twice because she thought that the infusion set cannula was became bent. At 5 am, the customer experienced vomiting after that she upload carelink and had put the sensor in the morning understands it could read off by 200 points which was unacceptable. The customer gave positive test for ketones and experienced nausea and abdominal pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was on auto mode at the time of incident. The customer was on insulin drip in the hospital and also discontinued use of insulin pump during hospitalization. The customer declined to troubleshoot insulin pump. The insulin pump will not be returned for analysis.